Manufacturer narrative:
Review of the device history records. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot. Results of eval: review of the device history records for this lot revealed no deviations related to the nature of this complaint. As of the initial complaint investigation, 201 devices were distributed from this lot including 68 devices that were reported as implanted. As of (B)(4) 2011, there was no other complaint reported to lifecell against lot s10592 for tearing. This event is also being reported to FDA. Conclusion: operational context caused event surgeon's opinion is that the wound vac was not properly sealed and caused the strattice to dry out and deteriorate. Based on internal investigation, the device met qc release criteria.

Event description:
The pt underwent removal of an infected, previously placed mesh and ventral hernia repair utilizing the device on (B)(6) 2010. The device was used in a bridged fashion and the physician was not able to achieve primary closure. Wound vac was utilized. The device began to breakdown on post-operative day 3, which the surgeon attributed to an improper seal on the wound vac which allowed the device to dry out. The device was explanted on (B)(6) 2010 and replaced with a like device. This complaint was originally determined to be unrelated to the device and related to improper seal of the wound vac. Lifecell is now reporting this as a malfunction that contributed to a serious injury. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gas assessment.